Manufacturer narrative:
A disposable cutting guide instrument broke during surgery. Surgery was completed successfully. Review of the device history record indicates the device was manufactured to specification. The broken instrument was returned to conformis for evaluation. One peg on the back surface of the instrument was observed to be detached from the instrument. This portion of the instrument was also returned. It was reported that the instrument broken during impaction. The failure appears to be related to over exertion during impaction.

Event description:
A disposable cutting guide instrument broke during surgery. Surgery was completed successfully.